Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned for analysis. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that during a routine device replacement procedure; it was noted that this left ventricular lead had dislodged. The dislodgement was confirmed through x-ray. In addition, the threshold of the lead had increased. The lead was removed and replaced; positioned in another site. All measurements were in normal range. No adverse patient effects were reported.